Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital after hearing alert tones. The right ventricular (rv) lead had high pacing impedance. Review of performance data also noted high thresholds. The physician turned off therapies and the rv lead was subsequently replaced. No patient complications have been reported as a result of this event.